Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the sensor extension cable assembly. There were no faults logged in association with this event. The pm was completed and the iabp was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on a cardiosave intra-aortic balloon pump (iabp), it was discovered that the fiber-optic connector was damaged. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Corrected fields: b2 (date of death was incorrectly reported in the initial MDR; this event occurred during pm with no patient involvement ).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on a cardiosave intra-aortic balloon pump (iabp), it was discovered that the fiber-optic connector was damaged. There was no patient involvement and no adverse event reported.